Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Additional information : medical device serial #, device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, reason code for no evaluation - if other specify, device manufacture date, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that a patient received a full dose of midazolam bag in one hour. There was patient involvement and patient injury details are unknown.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that a patient received a full dose of midazolam bag in one hour. There was patient involvement and patient injury details are unknown.